Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred twice. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital with the arrhythmia ongoing and the implantable cardioverter defibrillator (ICD) had delivered therapy. Medication could not stop the arrhythmia and external defibrillation was needed. The ICD then had two power on resets. The reset was cleared. A few days later, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Issued.